Event description:
It was reported that the pt's vns indicated high impedance during a routine office visit. The pt reported that he had been experiencing an increase in seizures below the pre-vns baseline seizure frequency and having sharp pains in his neck that began around the same time. No trauma or manipulation was reported. No x-rays were taken. The pt's generator was not disabled but the pt was referred for surgery. During surgery, high impedance was not observed and the surgeon opted to just replace the pt's generator. Diagnostics following generator replacement were normal with an impedance value of about 3000 ohms. Per hosp policy, the site does not normally return the generator. Add'l info was received from a MFR rep indicating that the pt's pain was located in the chest and associated with vns stimulation. The pt has reportedly not had any issues following surgery. Attempts for further programming history have been unsuccessful to date.